Event description:
Info rec'd indicates a perigee graft was implanted on (B)(6) 2007. After the implant the pt reportedly had pain, infection and dyspareunia.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.